Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer performed troubleshooting and found occlusion was coming from the cartridge. Cartridge was successfully changed and insulin delivery was resumed with no further occlusion alarms occurring. The customer's blood glucose level was 97 mg/dl.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.